Event description:
It was reported that at a one month post-implant follow-up a decrease in sensing, an increase in capture threshold and loss of capture was noted. The lead was explanted and replaced. Patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.